Manufacturer narrative:
Eval: results: patient's condition affected effectiveness of device (severe calcification). Inherent risk of procedure (embolism-device). Eval: conclusion: device failure/lack of effectiveness related to pt condition (severe calcification).

Event description:
A 2.5 mm diameter x 14 mm length endeavor mx2 drug eluting coronary stent delivery system was inserted into a pt for the treatment of an lad lesion. The vessel morphology was reported to have severe calcification. It was reported that the pt had a previously deployed stent, years ago. The lesion site was past the previously deployed stent. A 2.5 x 30 endeavor drug-eluting stent was inserted; however it was unable to cross the lesion and was successfully removed. A 2.5 x 12 endeavor drug-eluting stent was successfully implanted. It was reported that a 2.5 x 14 endeavor drug-eluting stent delivery system was inserted and that upon attempting to reach the lesion the catheter shaft broke in half. (MFR report 2953200-2008-00491) the delivery system was successfully removed. A 2.5 x 14 micro driver mx2 delivery system was inserted, after getting half way to the lesion site the catheter was pulled back and removed. It was noted that the stent had dislodged they believe on the previously deployed stent from years ago. A balloon was inserted in order to crush the stent into the vessel wall. The physician was unsure if the dislodged stent was in the previously deployed stent and that if apposed to the vessel wall. The case was completed with another manufacturer's stent. The pt is fine.